Manufacturer narrative:
The revision reported was likely the result of osteolysis and failure of the cement used to secure the femoral component to the bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided, the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of osteolysis and failure of the cement used to secure the femoral component to the bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided, the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section h10: h3: pending evaluation.

Event description:
Patient #6 of 17: it was reported via an article titled ¿high rates of aseptic loosening in modern posterior-stabilized femoral components from a single manufacturer¿, that this 77 y/o male patient¿s truliant ps femur was revised 30 months postop the initial implant for aseptic femoral loosening.